Event description:
Staff attempted the use of green bag and mask after delivery of pre-term baby. All connections came apart and green bag became disconnected from white plastic neck. The device was not able to be put back together. No harm to baby.